Manufacturer narrative:
(B)(4) testing: (B)(6) history: hypertension, gerd, anxiety, depression, elevated cholesterol, osteoporosis. Concomitant medical products: enterprise stent (enf452812/13464708) nine (9) cashmere coil (src14044520/ f41745, src14030320/ f40523, src14030420/ f37585, src14040620/ f40997, src14050720/ f38961, src14061520/ f40942, src14071120/ f41391, src14111820/ f37607, and src14121920/ f38346), four (4) deltapaq coils (dfs10102520/ f47860, dfs10071620/ f47689, dfs10040620/ f47452, and dfs10040620/ f47256), four (4) orbit complex fill coils (637cf0815/ 13384572, 638cf1230/ 13416594, 638cf0615/ 13370963, and 637mf0303/ 13369904), hydrocoils x 4. Conclusion: the devices were implanted, and therefore, not returned for analysis. A review of the manufacturing documentation associated with all lots associated with this complaint presented no issues during the manufacturing or inspection process that could be related to the reported complaint. Ischemia and neurological deficits, including stroke, are known potential adverse events associated with the use of the enterprise vrd and microcoils in intracranial arteries as outlined in the instructions for use. However, based on the available information, no conclusion can be made regarding the relationship of the reported event to the device. It is possible that implantation in a vessel greater than recommended diameter, pharmacological factors or unrelated patient factors may have contributed. Coil compaction after coil embolization is also a known event. Factors which may have a correlation with recanalization post coil embolization include neck size, packing density, and inflow angle. Procedural factors and vessel/aneurysm characteristics may have contributed to the reported aneurysm re-canalization due to coil compaction. There is no indication of any device manufacturing issues related to the events. Therefore, no corrective actions will be taken at this time. This is an initial/final MDR report. This is 1 of 18 MDR reports being submitted for this complaint with associated report numbers of 2954740-2016-00080, 3008264254-2016-00017, 2954740-2016-00081, 2954740-2016-00082, 2954740-2016-00083, 2954740-2016-00084, 2954740-2016-00085, 2954740-2016-00086, 2954740-2016-00087, 3008264254-2016-00018, 2954740-2016-00088, 3008264254-2016-00019, 3008264254-2016-00020, 2954740-2016-00089, 2954740-2016-00090, 2954740-2016-00091, 2954740-2016-00092, and 1226348-2016-00064.

Event description:
As reported by a healthcare professional, approximately 6 months after implantation of a 4.5 x 28mm enterprise stent (enf452812/13464708) nine (9) cashmere coil (src14044520/ f41745, src14030320/ f40523, src14030420/ f37585, src14040620/ f40997, src14050720/ f38961, src14061520/ f40942, src14071120/ f41391, src14111820/ f37607, and src14121920/ f38346), four (4) deltapaq coils (dfs10102520/ f47860, dfs10071620/ f47689, dfs10040620/ f47452, and dfs10040620/ f47256), four (4) orbit complex fill coils (637cf0815/ 13384572, 638cf1230/ 13416594, 638cf0615/ 13370963, and 637mf0303/ 13369904), four (4) hydocoil coils for treatment of a right paraopthalmic aneurysm, the patient experienced multiple embolic strokes and coil compaction, and approximately 6 years after the index procedure, the patient experienced transient ischemic attacks (tia). After deployment, the stent was fully expanded and apposed to the vessel wall, and the aneurysm was completely occluded with no coil protrusion into the parent vessel. Approximately 6 months after the index procedure, the patient had right hand and right lower extremity numbness and weakness, and was diagnosed with multiple embolic strokes, possibly secondary to intra-arterial procedure. MRI revealed minimal coil compaction and several tiny evolving infarcts, and cta showed some coil movement along base of aneurysm. CT stroke protocol did not show any vessel abnormalities nor perfusion abnormalities. The coil compaction was not treated. The patient was discharged after approximately 2 days of hospitalization with symptoms near her baseline. Approximately 6 years after the procedure, the patient presented with frequent falls, confusion, and headaches. MRI/mra showed 5.5mm aneurysm recurrence and angiography revealed 4mm recurrence. Cta was unchanged. It was reported that the tia symptoms continued and the patient was on fall precautions.